Event description:
The nurse reported that during the case a posterior capsule tear occurred and then the vitrector icon was not available. The nurse rebooted the system which delayed the case by 7 minutes. The anterior vitrectomy was performed and the case was completed. The nurse stated there was no patient injury.

Manufacturer narrative:
The company technical support specialist performed troubleshooting with the nurse. The system was rebooted and the surgeon was able to complete the case. The facility did not request service and no samples were returned for evaluation. A review of complaints for the last 24 months did not indicate any additional reports for this system. A review of the service history for this system for the last 24 months did not indicate any additional, related, unplanned service requests. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.